Event description:
The device was removed due to a "tubing pump defect". 1/21/97-upon receipt of the physician/surgeons response for add'l info he stated..."the device was removed due to a malfunction; specifically, a fracture of tubing between the pump, reservoir and cylinder. There were no circumstances noted that may have contributed to this occurrence. The pt used the device as instructed". It was reported that pt originally had a co's 2-piece inflatable penile prosthesis implanted. He left the cylinder inplace from implantation and replaced a reservoir and pump; lending a 3-piece inflatable penile prosthesis inplace.

Manufacturer narrative:
Return of the explanted components has been requested. However, at this time, no response has been received. Without the benefit of examination and testing, qa is precluded from commenting on the condition of the device or the cause for this occurrence. Should add'l info or the device be received, qa will file an addendum to this report if required.